Manufacturer narrative:
(B)(4) = photographs. Comments: based on the visual indicators of the knife indicator located at the 60mm mark and the stroke indicator not showing a ¿zero¿ in the indicator window on the back of the device, it appears that the return stroke has not been fully completed. This could occur by attempting to pull the firing trigger without utilizing the tips of the fingers or not completely pulling the firing trigger plastic to plastic. Proper cleaning between firings is important in preventing staples from previous firings being trapped behind the knife on subsequent firings creating a jamming issue. There is also not much tissue in the jaws of the device. The knife could have picked up a loose staple on its return from a fully fired position which could have jammed the device. The lack of covering over the articulation joint, depending on whether or not it was present during the procedure, could have potentially caused an issue if an object would have migrated into that space. Conclusion: based on the photographic evidence, the event description can be confirmed, but a cause of the complication cannot be determined. Hands on analysis of the device may provide the evidence necessary to determine the cause of this issue.

Event description:
It was reported that during an unknown procedure the jaw could not open after the second firing with device. One green reload was used before this event. The knife indicator did not back to the original position. Nothing showed in the stroke count indicator. The articulation could not replace to the original position. The surgeon cut the tissue and changed another device and reload to complete the procedure. No adverse event on the patient. As the patient had hepatitis, the sample had been discarded.